Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to lead fracture as evidenced by inappropriate shocks and oversensing confirmed by elevated sensing integrity counts (sic). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).